Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house drug free donor urine and all devices showed negative results for all analytes at read time and met qc specifications. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Event occurred in (B)(6). Report received of discrepant unspecified false positive results. Customer alleging the tests have been very difficult to interpret as 100 in 120 used tests showed additional red line within t- and/ or c-line. Some of the tests showed false positive results in addition. Unfortunately the customer used all her tests up and did not document anything else. No additional information provided. No reported adverse patient sequela.